Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose level was between 80 mg/dl and 100 mg/dl. The insulin pump was exposed to moisture and the screen went blank. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Device power up properly after battery installation. No blank display noted. However, device alarmed motor error during rewind due to moisture damaged the motor home switch. Also moisture damage vibrator motor and electronic assembly during visual inspection. Unable to perform operating current test, unexpected restart error test or all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to motor error alarms. Device had cracked lcd window, cracked case at display window corner.